Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2021. The blood glucose was 33 mg/dl at the time of the incident. The customer alleged pump over delivery. The insulin pump bloused automatically, and it caused their blood glucose to drop from 200 mg/dl to 44 mg/dl and it caused them to have a car accident. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The insulin pump and the reservoir will not be returned for analysis.